Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to poor contact of the power unit, causing the procedure to be delayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the instrument did not turn on and had appearance defects. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center did not turn on and a third-party tried to repair it without success. It is unspecified when the issue was found. There were no reports of patient harm.

Event description:
The customer, reported to olympus. The evis exera iii video system center did not turn on and a third-party tried to repair it without success. The issue was observed, during a coloscopy procedure. The procedure completed using a similar device, with minimal delay to procedure. There were no reports of patient harm.